Event description:
Additional information received stated the patient was discharged with intravenous vancomycin and oral voriconazole.

Manufacturer narrative:
Section b5: correction.

Manufacturer narrative:
Section b3, b5: correction.

Event description:
It was reported the patient was admitted on (B)(6) 2019.

Manufacturer narrative:
User facility report number: (B)(4) was received 10oct2019. Event date was estimated. It was provided as (B)(6) 2019. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient presented with (B)(6) epidermidis and aspergillus driveline infection requiring surgical incision and drainage, vacuum assisted closure dressing, and prolonged antibiotic course. The original intended procedure was listed as an exchange from another manufacturer's device to a heartmate 3. A wound culture on (B)(6) 2019 found few aspergillus fumigatus. A wound culture on (B)(6) 2019 found rare staphylococcus epidermidis. No further information was provided.